Event description:
It was reported that a pump is alarming cassette not properly attached. Opened and closed battery door and powered pump on. Reviewed settings and attempted to start the pump- pump alarmed again. Acknowledged and closed clamp- they had difficulty with the clamp. Removed cassette and reattached it. Opened clamp and started the pump. Pump was running. The reservoir volume empty in 20hr 5 mins. There was no patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates not required. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A DHR (device history review) was not conducted, based upon review of the information provided by the customer as it does not necessarily indicate a problem with the initial manufacture or prior repair of the device. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available., corrected data: d1: brand name: cadd solis vip ambulatory infusion pump. D2: common device name: pump, infusion. D4: model number: 2120.